Event description:
The event is reported as: complaint alleges that external portion of the bite guard separated from the piece that sits internally between the patient's molars which was causing difficulty to remove the bite guard from the patient's mouth. No patient injury reported.

Manufacturer narrative:
No sample or lot number is available for the manufacturer to investigate. Conclusions: no conclusion can be established based on lack of sample. No corrective action was taken.